Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of flu a discrepant results for 4 patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged samples generated: run 2281: sars-cov-2 no detected, flu a detected and flu b no detected results on the cobas liat system (sn (B)(4)). Run 2269: sars-cov-2 no detected, flu a detected and flu b no detected results on the cobas liat system (sn (B)(4)). Run 2262: sars-cov-2 no detected, flu a detected and flu b no detected results on the cobas liat system (sn (B)(4)). Run 2455: sars-cov-2 no detected, flu a detected and flu b no detected results on the cobas liat system (sn (B)(4)). This samples were retested on another cobas liat system, generated negative results for all targets. The positive results were released, after retested, the negative results were released. No harm was alleged. An investigation is ongoing. Four (4) mdrs will be filed, one per patient, as per FDA guidance.

Manufacturer narrative:
An investigation on the reagent kit lot did not identify any product problem. A review of the data revealed the positive results had slightly late CT values, indicative of samples being near the limit of detection (lod) of the test. Lod samples are expected to waver between positive and negative upon repeat. Relevant test/laboratory data was updated to include the sample involved in run 2269 was retested on (B)(6) 2021 (run 2289) with the same reagent kit lot and generated negative results. (B)(4).